Manufacturer narrative:
Device remains implanted.

Event description:
A physician reported that an ozark self-starting variable screw broke at the shaft and an ozark 3 level plate loosened. Both devices remain implanted in the patient. The patient has experienced no adverse event and revision surgery is not scheduled. This report captures the ozark 3 level plate. A separate report has been filed for the ozark self-starting variable screw.

Event description:
A physician reported patient experienced neck pain and an ozark self-starting variable screw broke at the shaft and an ozark 3 level plate loosened. Revision surgery has occurred. This report captures the ozark 3 level plate. A separate report has been filed for the ozark self-starting variable screw.

Manufacturer narrative:
Additional information: d.4. Lot#: grnj. D.4. Gtin: 10888857402065. D.6. Explant date: 02/03/2020. D.10. 'Product available to stryker' updated to reflect 'return' . D.10. 'Returned to manufacturer on' updated to reflect device return date. H.3. 'Reason for no evaluation' updated to 'device evaluation anticipated, but not yet begun'.

Event description:
A physician reported patient experienced neck pain and an ozark self-starting variable screw broke at the shaft and an ozark 3 level plate loosened. Revision surgery has occurred. This report captures the ozark 3 level plate. A separate report has been filed for the ozark self-starting variable screw.

Manufacturer narrative:
Visual inspection: device was inspected and confirmed to have a fractured dual screw cover. The screw cover at the caudal end of the device had broken off and separated from the rest of the plate. Only the upper flange of the cover was returned; the bottom portion was not returned with the device. A ring in the center of the cover was punched out and left a circular hole in the middle. It appears that the connection between the top side and the back side of the cover is where the failure occurred. The flange was likely receiving pressure from the screw heads which put the cover in tension. Tension transferred through and was directed towards the natural stress concentration where the material is thin. The material was pulled quite uniformly in tension and punched a circular ring through the middle of the screw cover. No apparent damage was experienced by the flange and no deformation was detected. It appears that the flange was well within its allowable loading before the screw cover fractured. Device and complaint history records were reviewed, and no relevant manufacturing issues or similar complaints were identified. Per surgical technique: the ozark plates feature an integrated titanium alloy locking cover to prevent screw back out. After screw insertion, engage the locking cover by inserting the size 10 tapered driver into the screw cover and rotating clockwise 90 so that the cover retains the screw heads. Screws should sit below the screw cover to ensure that the locking cover is adequately engaged. Note: plate geometry should prevent the locking cover from rotating beyond the intended 90. Do not rotate the locking cover past the clockwise stop on the plate. If screw realignment or removal is necessary, use the size 10 tapered driver to rotate the screw cover 90 counter-clockwise so that the locking cover no longer covers any part of the screw. Continue to remove the screw with the size 10 tapered driver attached to the spin top handle, or the size 10 threaded driver attached to the torque limiting handle, 12 in-lbs. Examination of the x-ray images shows that the c6-c7 interbody may have been in contact with the plate and could have been applying an undesirable load to the construct which contributed to failure of the screw cover. Subsidence could have also occurred and may have contributed to the issue; however, this could not be confirmed since there were no immediate post-op images available for comparison. It is possible that a combination of subsidence and non-union contributed to the failure by influencing the construct's loading conditions. Spinal implants are intended to provide temporary stabilization and to facilitate arthrodesis in the spine; pseudoarthrosis could have applied additional strain on the construct which contributed to the plate's failure. However, no root cause for the issue was able to be determined conclusively based on the available information.

Manufacturer narrative:
Corrected data: b.1.- updated from 'product problem' to 'adverse event and product problem.' B.5.- updated to reflect that revision surgery has occurred. H.1.- updated from 'malfunction' to 'serious injury.' Visual inspection: device was visually inspected on x-ray images to evaluate the condition of the device and determine circumstances contributing to failure. Plate locking cover was unable to be located on the x-rays and could not be positively identified. The most caudal screws were confirmed to be backing out from the vertebral body. Side-view image also appears to show a cascadia interbody that may have been installed too far anteriorly and was pressing against the ozark plate. Without immediate post-op images, it is unclear whether the device was installed this way or if subsidence caused the issue. Based on the available x-rays, it appears that stress between the two devices was present which may have contributed to the dual screw cover fracture. Functional, dimensional, and material analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Per IFU: the ozark plates feature an integrated titanium alloy locking cover to prevent screw back out. After screw insertion, engage the locking cover by inserting the size 10 tapered driver into the screw cover and rotating clockwise 90° so that the cover retains the screw heads. Screws should sit below the screw cover to ensure that the locking cover is adequately engaged. Note: plate geometry should prevent the locking cover from rotating beyond the intended 90°. Do not rotate the locking cover past the clockwise stop on the plate. If screw realignment or removal is necessary, use the size 10 tapered driver to rotate the screw cover 90° counter-clockwise so that the locking cover no longer covers any part of the screw. Continue to remove the screw with the size 10 tapered driver attached to the spin top handle, or the size 10 threaded driver attached to the torque limiting handle, 12 in-lbs. Based on the available x-rays, it appears that stress between the two devices was present which may have contributed to the dual screw cover fracture. However, it is unclear what exactly caused the screws to back out and a root cause could not be determined based on the available information.

Event description:
A physician reported patient experienced neck pain and an ozark self-starting variable screw broke at the shaft and an ozark 3 level plate loosened. Revision surgery has occurred. This report captures the ozark 3 level plate. A separate report has been filed for the ozark self-starting variable screw.

Manufacturer narrative:
Correction: updated from stryker spine- us to k2m, inc.

Event description:
Physician has additionally reported patient experienced neck pain.